Manufacturer narrative:
(B)(4). Bleeding was reported through the graft material. A review of qc, manufacturing and physical test records was performed and showed that batch was manufactured to design specification. All released grafts from batch also met acceptance criteria for all physical tests on base material and in process testing. A review of similar events was performed for all gelsoft branded devices where leakage has been reported between jan 14 - jun 19 inclusive. The incident rate was confirmed as 0.030% (rate=complaints v sales). No negative trend was identified during the review. Actual device remains implanted, therefore no testing could be performed. Investigation in progress, vascutek ltd. Has requested additional information. Once this information is received, the findings will be communicated within the next report.

Event description:
During the implantation surgery of a gelsoft double bifurcate that occurred on (B)(6) 2019. The clinician reported that the graft leaked in two locations (bifurcation and the root of a branch). The leakage was arrested by suturing these locations. The procedure was completed without any further complications.

Manufacturer narrative:
Corrected data: section d1 incorrect product brand name provided (gelweave), correct brand name (gelsoft). Section d2 common device name incorrect name provided (gelweave double bifurcate), correct common device name (gelsoft double bifurcate). Section h6: patient code - 2597 - blood loss during procedure. Device code - 2978 - material integrity problem - bleeding was reported through the graft material. Method code - 3331 - analysis of production records - a review of qc, manufacturing and physical test records was performed and showed that batch was manufactured to design specification. All released grafts from batch also met acceptance criteria for all physical tests on base material and in process testing. Method code - 4109 - historical data review - a review of similar events was performed for all gelsoft branded devices where leakage has been reported between jan 14 - jun 19 inclusive. (B)(4). No negative trend was identified during the review. Method code - 4117 - device not accessible for testing - actual device remains implanted, therefore no testing could be performed. Result code - 3233 - results pending completion of investigation. Conclusion code - 11 - conclusion not yet available - investigation in progress, vascutek ltd. Has requested additional information. Once this information is received, the findings will be communicated within the next report.

Event description:
During the implantation surgery of a gelsoft double bifurcate that occurred on (B)(6) 2019. The clinician reported that the graft leaked in two locations (bifurcation and the root of a branch). The leakage was arrested by suturing these locations. The procedure was completed without any further complications.

Manufacturer narrative:
Manufacturers narrative section h6. Patient code - 2597 - blood loss during procedure. Device code - 2978 - material integrity problem - bleeding was reported through the graft material. Method code - 3331 - analysis of production records - a review of qc, manufacturing and physical test records was performed and showed that batch was manufactured to design specification. All released grafts from batch also met acceptance criteria for all physical tests on base material and in process testing. Method code - 4109 - historical data review - a review of similar events was performed for all gelsoft branded devices where leakage has been reported between jan 14 - jun 19 inclusive. (B)(4). No negative trend was identified during the review. Method code - 4117 - device not accessible for testing - actual device remains implanted, therefore no testing could be performed. Results code - 213 - no device problem found: review of product batch records showed no issue with the manufacture of this batch. Conclusion code - 19 - caused traced to user - from the information received, users failure to rinse the device for 5 mins prior to the procedure may have contributed to the leakage seen. Vascutek ltd, now considers this complaint closed. Further action is not planned, however, the issue will be tracked and trended as part of the on-going complaints trending and reporting process and if an adverse trend develops action may be taken at that time.